Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal the string broke leaving the tampon inside. She went to the doctor where the tampon was removed. No further details were provided on consumer's use of the product and outcome.